Manufacturer narrative:
One vial of the customer's test strips were provided for investigation. The test strips and vial showed no defects. Additional investigations were also performed with the customer's meter. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter and with two control samples: control sample lot 10014939, specified target range: 2.1 - 3.1 inr. Control sample lot 21277300, specified target range: 1.3 - 1.9 inr. Customer strips and customer meter results: control lot 10014939: 2.5 inr. Control lot 21277300: 1.6 inr. All inr control values were within the specified target ranges. No error messages occurred. The returned customer material and retention material meet specifications. Medwatch fields have been updated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The patient stated that they received an erroneous result when testing with coaguchek inrange meter serial number (B)(4). On (B)(6) 2017, a venous sample was collected from the patient and tested with an unknown laboratory method, resulting as 3.5 inr. Within 30 minutes, the patient tested with the meter and the result was 4.5 inr. On (B)(6) 2017, a venous sample was collected from the patient and tested using the dade-innovin method from siemens on a sysmex analyzer, resulting as 3.5 inr. In less than 5 minutes, the patient tested with the meter and the result was 4.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 4 inr. The patient was not taking any medications listed in the known interferences and test limitations section of the device product labeling at the time of testing. The patient's product was requested for investigation. Relevant retention test strips (lot 207426) were tested in comparison with the master lot test strips. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications. The patient's meter was returned for investigation. The patient's meter was tested using retention test strip lot 24403317 in comparison to a retention coaguchek xs plus meter and a retention coaguchek xs meter both using test strip lot 13981511. Retention quality control material was used for testing. Quality control ranges: xs meter/test strip range: 1.8 - 2.6; inrange meter/test strip range: 1.7 - 2.5. Results: retention coaguchek xs plus meter with retention strip lot 13981511: 2.2 inr, 2.1 inr, 2.1 inr, 2.1 inr, 2.2 inr; retention coaguchek xs meter with retention strip lot 13981511: 2.2 inr, 2.2 inr, 2.1 inr, 2.2 inr, 2.1 inr; patient's inrange meter with retention strip lot 24403317: 2.3 inr, 2.2 inr, 2.2 inr, 2.2 inr, 2.2 inr.